Event description:
The implantable neurostimulator (ins) appeared to have reached end of life (eol). It could not be interrogated. It was noted that the battery longevity was inconsistent towards the eol. The ins was replaced. There was reported to be no pt injury. The pt was reported to be "ok".

Manufacturer narrative:
(B) (4).